Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Partial rinseback was completed, resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback due to air in the venous line. The cycler alarmed appropriately to the presence of air. The disposable cartridge was not available for evaluation. The exact cause of the arterial air alarm cannot be determined. Facility staff has been notified and will review the event with the operator. No similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.